Event description:
A caller reported that a pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information, but the issue persisted. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.